Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system stuck at bootup. The philips engineer advised customer to shut down the system, but it was hanging, unlocked the closet where the cabinets were troubleshooted. Philips engineer confirmed no power out no leds on 24v power supply. To resolve the issue philips engineer replaced the pd. (B)(4) and the system was returned to use in good working order. The codes were updated based on the investigation outcome.